Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6) 2024, it was reported that the patient experienced inaccurate cgm values. The cgm was around 200 mg/dl. An unspecified time later, the patient passed out. The patient could not recall if there was a notification and/or alert during the event. The parent notified ems and the patient was taken to the hospital. After passing out, while in the hospital, the display device showed a low egv (not the word low), but the patient could not confirm the exact numerical value. The bg was checked; however, not remembered. She also could not recall the medications provided. The patient was admitted 2 days and discharged (B)(6) 2024. She was feeling stable during the call. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6) 2024, it was reported that the patient experienced inaccurate cgm values. The cgm was around 200 mg/dl. An unspecified time later, the cgm decreased to an unspecified low value. After noticing the low value, the patient passed out. The parent notified emergency medical services (ems) and the patient was taken to the hospital. After passing out, while in the hospital, the display device showed a low cgm value, but the patient could not confirm the exact numerical value. The bg was checked; however, not remembered. She also could not recall the medications provided. The patient was admitted 2 days and discharged (B)(6) 2024. She was feeling stable during the call. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.